Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is complete.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.